Event description:
It was reported that during a da vinci hysterectomy procedure, a spark was observed coming from the tip of the maryland bipolar forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the yaw pulley near the grips had char marks. The conductor wire was not broken. Failure analysis investigation found that the distal end of the instrument's main tube had scratch marks with light material removal. The scratches were .034 - .248 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.